Event description:
It was reported upon opening the agilis nxt sheath and prior to flushing, the sideport tubing detached from the sheath. The physician reattached the tubing and the introducer was used to complete the ablation procedure without complication.

Manufacturer narrative:
We are awaiting device return. Once the investigation is complete, a followup report will be submitted. Date report submitted to FDA by manufacturer: (B)(4) 2010. Date the initial reporter provided the information to the manufacturer: (B)(6) 2010.